Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) would not transmit and they could not interrogate the icm in the clinic. The device will be explanted and replaced. No patient complications have been reported as a result of this event.